Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further intervention is planned. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient presented to the emergency room. Interrogation revealed the patient had received a maximum energy shock which converted their rhythm, however a message was displayed indicating an open circuit was detected during shock delivery. The patient was admitted overnight for monitoring. A save to disk was performed and analyzed which confirmed the shock impedance measurement for the delivered shock was out of range, which resulted in the observed open circuit. Boston scientific technical services (ts) discussed considering lead replacement and possibly the device as well. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Additional information was received indicating the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.